Event description:
A physician reported that on 29 november 1999 while treating a patient in the nasolabial folds the collagen material exuded through a crack in the barrel of the syringe and splattered on the wall, but not on the patient or the physician. The adg needle did not disengage. There was no injury to the patient or staff.